Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 120-160mg/dl fasting. Verified the strips expire 12/30/2017. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns: all results above expected range customer states that when comparing truetrack meter to freesytle meter the results read higher on the truetrack meter. Customer says that the dosage of victoza that they were taking has been lowered recently.